Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx prepubic sling system during a procedure (date of implantation unknown) to treat stress urinary incontinence. According to the complainant, post-implantation, the patient experienced unknown injuries (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.